Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 9/7/16 with the following findings: the black box verified the pump time, date reset to default after power on reset/ time, date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking. Dim / pink/display. Battery compartment cracked below and above grip pad. Cover crack between corner of lens and case seal. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, dim display, and cracked compartment. This report is made based on the results of an investigation completed on 9/7/06.